Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# va08t0c, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
The patient reported not being able to hold her bladder and was going through her clothes. It was noted that she did not have a urinary tract infection (uti). A heart attack was noted to have possibly been related. She was in rehab for it. The patient was directed to increase amplitude. She increased program 1 from 2.1 volts to 3.1 volts and reached a maximum amplitude screen. The change in symptoms were reported to have occurred on the same day of the heart attack, specifically (B)(6) 2015. It was also noted that she was legally blind. Additional information received from the patient on (B)(6) 2015 reported that her symptoms were not any better and she couldn't hold it. She was aided in changing programs to program 2 and increased stimulation to 4.5 volts. The patient was going to try these settings. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to what actions were taken to address the bladder issue, if it was resolved, and what troubleshooting occurred for the heart attack.